Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at the time of call. Customer was treated with insulin pump. Troubleshooting was declined for hyperglycemia and troubleshooting was performed for insulin flow blocked alarm. Customer also reported that the insulin pump had insulin flow block alarm. Customer stated that the insulin was exited and cannula was bent. The insulin pump will not be returned for analysis.